Event description:
It was reported that post operative to a laparoscopic gastric band procedure, the tubing became disconnected from the port. The locking connector and strain relief were still attached. The problem was discovered during the 2nd adjustment when the surgeon noticed that fluid could not be put in or removed. The problem was corrected in 2009, and it is believed that the port was replaced.

Manufacturer narrative:
Date sent: 11/11/2009. Information is unavailable; device was not returned for evaluation.